Event description:
Legal claim received. It is alleged that the patient suffers from pain, difficulty ambulating, bone loss, inflammation, and elevated metal ions.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Legal claim received. It is alleged that the patient suffers from pain, difficulty ambulating, bone loss, inflammation, and elevated metal ions. Doi: (B)(6) 2009- dor: none reported (unknown hip). Update 07/11/2013 - medical records received. There was indication that the patient suffered from a loose femoral stem. A stem has now been reported. The side was also identified. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. A review of provided radiographs and written radiographic reports did not identify a root cause for the problems reported by the patient. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.